Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 315 mg/dl (system 1) and 114 mg/dl (system 2). The readings were obtained with the same vial of test strips.